Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a laparoscopic gastric bypass procedure, the surgeon saw a lot of staple lines which were "dodgy" and several staples falling off from normal staple lines. It appeared that the innermost staple line almost is not included in the tissue or ripped out when cutting. The customer disposed of the device.